Event description:
It was reported by the caller that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer changed the infusion set and cartridge and resumed insulin therapy.